Event description:
This lead was implanted on (B)(6)1994 and capped on (B)(6)2014 due to oversensing. The physician was dr.(B)(6) at (B)(6)hospital. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).